Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this communicator showed a red call doctor icon flashing. This is potentially linked to an event occurring in the cardiac resynchronization therapy defibrillator (crt-d). The communication situation was resolved and now the light is green. The communicator and the crt-d remain in service. No adverse patient effects were reported.